Event description:
It was reported that a user of the ilet experienced multiple overnight low glucose events following a period of hyperglycemia reaching a peak of 272 mg/dl and subsequent system-delivered corrections after insulin delivery had previously been paused by the user. Symptoms included severe hypoglycemia with blood glucose reportedly near 30 mg/dl and near-syncope requiring assistance. Outcomes included urgent treatment with oral carbohydrates, including a sandwich and soda, and no hospitalization. Investigation included troubleshooting and education with review of device-delivery history. Investigation of this case revealed that insulin delivery was not occurring for approximately 2.5 hours prior to the low and that the user might be insulin sensitive. It was concluded that the cause of the hypoglycemia and preceding hyperglycemia was unclear and that device function was not demonstrated to be faulty. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.